Event description:
This is one of many reports received from japan in which a product mislabel was identified. The patient underwent cataract extraction with phacoemulsification, use of healon, without optical iridectomy to implant a ceeon lens labeled as 745a/18.0(d). To correct visual acuity. However, the lens was not correctly labeled and was actually lens model 812a/21.5(d). This resulted in a myopia which will be corrected with glasses. The patient was pleased with the result, since his near vision was improved by the incorrect diopter of the lens toward myopia. A MFR investigation was performed and it was found that this was 1 of 7 lots that were repackaged at the same time due to an expiration date error. A recall was immediately initiated. Also, as a precautionary measure, 5 other lots mfg the same day were also recalled. The distribution of these lots was limited to japan.